Event description:
It was reported that the light cable was turned causing it to touch the patient's abdomen, which allegedly caused a surface burn.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The device was not returned to stryker endo for investigation. A detailed investigation cannot be performed without the unit, this complaint will be closed as unit not received and based on a probable root cause. In the event that if the unit is returned to stryker endo, we will reopen the investigation for further analysis. Based on previous investigations and the risk document, a probable root cause may be too much heat generated from the light source. The product was not returned for investigation and the reported failure mode could not be confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the light cable was turned causing it to touch the patient's abdomen, which allegedly caused a surface burn.